Event description:
It was reported by the fse that during routine check the cardiosave intra-aortic balloon pump(iabp) was showing the message that iabp may require maintenance. There was no patient involved.

Manufacturer narrative:
The fse found that the pim test failed. The fse later replaced the pim module along with the safety disk. The unit passed all functional and safety checks to factory specification, and was returned to the customer for use.